Event description:
The customer reported oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse went to the facility and repaired the unit.

Manufacturer narrative:
Other, oil mist, unlabeled. The fse replaced the oil mist filter and refilled the unit with oil. The fse certified the unit with an empty chamber cycle. The unit meet specifications.